Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was successfully implanted. Approximately an hour after implant, there was pacing inhibition (with no asystole greater than two seconds) due to oversensing of noise on the right ventricular (rv) lead. Due to the pacing inhibition, pause dependent polymorphic ventricular tachycardia was observed which self-terminated after approximately ten beats. Also, the noise and oversensing resulted in an inappropriate shock being delivered. The noise was unable to be reproduced. Information was sent to boston scientific technical services (ts) for review, and it appeared to have a similar appearance as air bubbles, and the nature of air bubbles was discussed along with potential evaluation options. The cause of a larger isolated spikes on the rv rate/sense channel was unknown. The information was discussed with the physician and the physician chose to replace the system due to the patient's pacemaker dependency. During the replacement the physician tapped on the generator, while it was out of the pocket, and saw noise on the lead channels and thought that was the problem. Ts discussed that with the generator out of the pocket one could see noise when tapping on a live device. This system was explanted and a new generator and rv lead were implanted; no issues have been noted with the new system. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.